Event description:
The customer reported that the datalogic bar code scanner, queue displays pt (B)(6), but pt (B)(6) was in queue. Therapist had mentioned this occurring intermittently in the past on various treatment units, randomly. Concern that it could lead to pt mistreatment if the incorrect pt is loaded at treatment. There was no report of injury to the pt and no pt data was provided.

Manufacturer narrative:
The investigation has identified a design deficiency. The customer uses a bar code scanner to load pts from the treat queue into the treatment application. The customer scanned a pt label, but the wrong pt was loaded from the queue. (The user noticed this behavior and closed the incorrect pt plan, then opened the correct pt manually.) The customer performed an internal investigation before contacting varian with the problem. They discovered that two pts were scheduled for the same time slot (1:00 pm). The queue displayed the pts in alphabetical order. The user scanned the second pts' ID, but the first pt was loaded into the treatment app. The reported behavior was tested on a lab system configured to match the customers' installation. The behavior as described by the customer was consistently reproducible. It was discovered that this will happen if the first pt in the time slot is checked-in and the second pt is not checked-in. The issue will be addressed in the next software release. The customer has been notified of these findings. They will implement a more rigid check-in process. No pt injury reported. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.